Event description:
I have a (B)(6) son who wets the bed at night. We had used a bedwetting alarm a year ago and it gave good results, but his bedwetting has returned. I purchased a malem bedwetting alarm for him from the bedwetting store website last week and it was delivered on saturday. Yesterday we the first night we used the malem product. I set it up on my son at 8:45 pm and at 11:30pm, the alarm got very hot. The back battery door of the alarm had melted from the heat and the batteries had leaked onto his night dress. He has small red patches on his chest from the burns. It was caught right on time or this could have been life threatening for him as he is just a little kid. Bedwetting store.